Event description:
It was reported that the patient received multiple inappropriate shocks. Both lead and ICD were checked out in the operating room, although, the physician elected to replace both lead and the ICD.